Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip. Display screen being dim was not noted; however, insulin pump had moisture damage on electronics.

Event description:
It was reported via phone call that customer had moisture under display screen which made display screen difficult to read. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.